Manufacturer narrative:
Alleged failure: despite set pressure being met that flow continues causing swelling in the joint. 5.6 cutter cannula and 5.8 standard cannula dual stopcock was used. Customer primarily uses dynamic hardware mode and patient use tubing. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause could be failed pressure sensor on the inflow assembly. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that despite set pressure being met, the flow continues causing swelling in the joint.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that despite set pressure being met, the flow continues causing swelling in the joint.